Event description:
The coil could not be detached when the detachment button was pushed. The detachment was attempted three times and the coil was removed in the end. When the detachment was attempted again outside the body; the coil was detached without any problems. There was no serious injury or required intervention.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device positioning unit (dpu) passed electrical testing. The coil was air detached during the procedure which destroyed all evidence in the detachment zone. Therefore; the root cause of the coil¿s non-detachment inside the aneurysm cannot be determined. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.